Manufacturer narrative:
A1: patient identifier: (B)(6). B2: outcomes attributed to adverse event - updated. B5: describe event or problem: updated and corrected. B3: date of event: corrected from (B)(6) 2020.

Event description:
Respond edge study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin medication at the time of the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day post index procedure, the subject developed left bundle branch block. It was further reported that the date onset of the left bundle branch occurred three (3) days post index procedure, not on the same day post index procedure as previously reported. Three (3) days post index procedure, the subject developed 2nd degree atrioventricular(av) block and left bundle branch block. No diagnostic tests were performed. Hospitalization was prolonged. Six (6) days post index procedure, a new permanent pacemaker was implanted successfully to treat the 2nd degree av block. The event was considered recovered the same day. Two days later, the subject was discharged home on aspirin.

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Respond edge study: it was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin medication at the time of the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day post index procedure, the subject developed left bundle branch block. It was further reported that the date onset of the left bundle branch occurred three (3) days post index procedure, not on the same day post index procedure as previously reported. Three (3) days post index procedure, the subject developed 2nd degree atrioventricular(av) block and left bundle branch block. No diagnostic tests were performed. Hospitalization was prolonged. Six (6) days post index procedure, a new permanent pacemaker was implanted successfully to treat the 2nd degree av block. The event was considered recovered the same day. Two days later, the subject was discharged home on aspirin. It was further reported that three (3) days post index procedure, telemetry echocardiographic monitoring showed one episode of complete heart block. The previously reported implanted pacemaker was a dual chambered non-boston scientific(bsc) permanent pacemaker which was implanted to also treat the 3rd degree av block and left bundle branch block. Eight (8) days post index procedure, ECG showed, rhythm paced by atrium-guided pacemaker with normal rate.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of aspirin medication at the time of the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: on the same day post index procedure, the subject developed left bundle branch block.